Manufacturer narrative:
External insulation abrasion was noted at 24.1-24.5cm from the connector pin, consistent with lead friction to the ICD can. The rv conductor was melted and the etfe coating was abraded at this location. This is consistent with the field observation of low hv lead impedance.

Event description:
It was reported that an alert message was observed indicating output circuit damage and low, out of range hv impedance. Inappropriate therapy was delivered but the patient was asymptomatic. During device system change out, a short was suspected, and visual inspection confirmed lead damage. Hemostatic clips were found in the pocket. The pocket was scorched. The patient is recovering well following the procedure.